Event description:
The patient contacted animas on (B)(6) 2012, stating that the keypad buttons had a delayed response. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly did not clean the pump and wore the pump in a pocket. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1, (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The contrast, up, and down buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.